Event description:
It was reported the patient lost stimulation and his ipg was unable to communicate with external devices. Replacement external devices were unsuccessful at resolving the issue. Follow-up identified surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.